Event description:
It was reported to boston scientific corporation on december 7, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-guided cystogastrostomy procedure performed on (B)(6) 2022. The patient was in blood thinner during the procedure due to pulmonary embolism. During the procedure, the axios stent was deployed using fluoroscopy and (eus) imaging. Fluoroscopy showed the first flange of the axios stent was not inside the pseudocyst. It is unknown where the first flange of the axios stent was deployed. Upon inspection with a 1t scope, excessive bleeding was observed. The procedure was cancelled, and the operating room team was called in to stop the bleeding. The axios stent was removed by the surgical team. Blood was administered to the patient in the endoscopy room during the intervention. The patient was reported to have been stabilized in the intensive care unit (ICU) and is expected to fully recover. On (B)(6) 2022, the patient was brought in for follow-up procedure. On an unknown date, the patient was discharged from the hospital.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e0506 captures the reportable patient complication of hemorrhage, major. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f23 captures stent removal and follow-up procedure. Impact code f0801 captures the reportable event of intensive care. Impact code f2302 captures the additional intervention of blood transfusion. Impact code f19 captures the surgical intervention. Block h11: block h6 (patient code and impact codes) have been corrected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-guided cystogastrostomy procedure performed on (B)(6) 2022. The patient was in blood thinner during the procedure due to pulmonary embolism. During the procedure, the axios stent was deployed using fluoroscopy and (eus) imaging. Fluoroscopy showed the first flange of the axios stent was not inside the pseudocyst. It is unknown where the first flange of the axios stent was deployed. Upon inspection with a 1t scope, excessive bleeding was observed. The procedure was cancelled, and the or team was called in to stop the bleeding. The axios stent was removed by the surgical team. Blood was administered to the patient in the endoscopy room during the intervention. The patient was reported to have been stabilized in the intensive care unit (ICU) and is expected to fully recover. On (B)(6) 2022, the patient was brought in for follow-up procedure. On an unknown date, the patient was discharged from the hospital.